Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported following an intraocular lens implant procedure, her vision got worse, can't read print on the tv - all blurred, uses 3.0 to read, dry eye. Eye drops make no difference. Additional information has been requested. There are 2 files associated with these events. This is for the right eye.